Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system would not boot up" (failure to power-up). A nurse reported, the system would not boot up. Three cases were canceled, but only one patient had been prepped for surgery. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system. The host module was replaced and the software was updated. The system was then checked and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).